Event description:
There was an allegation of a questionable elecsys ca 19-9 result for a patient sample tested on a cobas e 411 analyzer (rack system). The initial result was 41.3 u/ml. The sample was repeated twice and the results were 18.8 u/ml both times. The repeat results were deemed correct.

Manufacturer narrative:
The serial number of the analyzer is (B)(6) . The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be identified based on the available information.